Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps collector 8qt nest open top needl port lid broke. The following information was provided by the initial reporter: during the inspection of the product before delivery to a customer, one lid was found to be broken.

Manufacturer narrative:
Correction: h4: device manufacture date: 05-oct-2021. H6: investigation summary: based on the pictures provided from customer, it can be seen the following: ¿ the lid handle is broken. ¿ through the lot number, it can be confirmed that this product as manufactured by flex on september 2021. According with this investigation, it was noticed that this issue arose from a product sold in japan and all the shipping and transportation process for that country products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. According to the DHR review process, the results showed there were no issues reported like lid broken during the manufacturing process for the lot number reported (1271946) under this customer complaint. Also, a review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken or damaged for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids.

Event description:
It was reported that the bd sharps collector 8qt nest open top needl port lid broke. The following information was provided by the initial reporter: during the inspection of the product before delivery to a customer, one lid was found to be broken.